Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a 42-year-old female patient who had essure (batch no. A20056) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "the left fallopian tube is patent". The patient's medical history included knee operation in 2010, augmentation mammoplasty in 2000, candida nos, gardnerella test positive, asthma, gravida, vomiting, chest pain, shortness of breath, cold intolerance, light headedness, uterine fibroid, kidney stones, hemoglobin low and adenomyosis. Family history included hypertension (mother.), diabetes (mother), hernia, breast cancer and heart disorder (father.). Concomitant products included alprazolam from (B)(6) 2015 to (B)(6) 2018, ethinylestradiol;norethisterone (ortho-novum 7/7/7) since 2000 to (B)(6) 2012 and tramadol from (B)(6) 2012 to (B)(6) 2017. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding),"), anaemia ("blood or heart disorder/condition: anemia"), fatigue ("fatigue"), anxiety ("psychological or psychiatric problems: anxiety,mental anguish / psych injury") and depression ("psychological or psychiatric problems: depression/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with alprazolam (xanax), escitalopram oxalate (lexapro), iron, nsaids, paracetamol (acetaminophen), paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the anaemia, fatigue, anxiety, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy- (B)(6) 2012. Right cornua had 3 visible coils and left had 3 visible coils. Patient had received treatment for menorrhagia (heavy menstrual bleeding), anemia, genital bleeding. Had hsg and left tube is patent despite proper location of essure coils. Findings: 10-week size uterus (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Unilateral occlusion (right tube occluded) the left fallopian tube is patent. Pathology test - on (B)(6) 2017: pathology diagnosis: uterus and bilateral fallopian tubes: cervix: no diagnostic abnormality. Endometrium: proliferative-phase endometrium. Myometrium: adenomyosis. Fallopian tubes: no diagnostic abnormality. Gross: myometrium, adenomyosis: not suspected. Right fallopian tube: adhesions present, previous interruption not present. Left fallopian tube: adhesions present, previous interruption present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: anemia, menorrhagia, fatigue, anxiety disorder, vaginal haemorrhage. Lot number: a20056, manufacture date: 2012-06, expiration date: 2015-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Events¿ pelvic pain, genital bleeding, vaginal bleeding and menorrhagia¿ outcome were updated to recovered/resolved. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 42-year-old female patient who had essure (batch no. A20056) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "the left fallopian tube is patent". The patient's medical history included knee operation in 2010, augmentation mammoplasty in 2000, candida nos, gardnerella test positive, asthma, gravida, vomiting, chest pain, shortness of breath, cold intolerance, light headedness, uterine fibroid, kidney stones, hemoglobin low and adenomyosis. Family history included hypertension (mother.), diabetes (mother), hernia, breast cancer and heart disorder (father.). Concomitant products included alprazolam from april 2015 to may 2018, ethinylestradiol;norethisterone (ortho-novum 7/7/7) since 2000 to august 2012 and tramadol from september 2012 to april 2017. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding),"), anaemia ("blood or heart disorder/condition: anemia"), fatigue ("fatigue"), anxiety ("psychological or psychiatric problems: anxiety,mental anguish / psych injury") and depression ("psychological or psychiatric problems: depression / psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with alprazolam (xanax), escitalopram oxalate (lexapro), iron, nsaids, paracetamol (acetaminophen), paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 23-mar-2017. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, anaemia, fatigue, anxiety, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right cornua had 3 visible coils and left had 3 visible coils. Patient had received treatment for menorrhagia (heavy menstrual bleeding), anemia, genital bleeding. Had hsg and left tube is patent despite proper location of essure coils. Findings: 10-week size uterus (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Unilateral occlusion (right tube occluded) the left fallopian tube is patent. Pathology test - on (B)(6) 2017: pathology diagnosis: uterus and bilateral fallopian tubes: cervix: no diagnostic abnormality. Endometrium: proliferative-phase endometrium. Myometrium: adenomyosis. Fallopian tubes: no diagnostic abnormality. Gross: myometrium, adenomyosis: not suspected. Right fallopian tube: adhesions present, previous interruption not present. Left fallopian tube: adhesions present, previous interruption present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: anemia, menorrhagia, fatigue, anxiety disorder, vaginal haemorrhage. Lot number: a20056 manufacture date: 2012-06 expiration date: 2015-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a (B)(6)-year-old female patient who had essure (batch no. A20056) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "the left fallopian tube is patent". The patient's medical history included knee operation in 2010, augmentation mammoplasty in 2000, candida nos, gardnerella test positive, asthma, vaginal delivery, vomiting, chest pain, shortness of breath, cold intolerance, light headedness, uterine fibroid, kidney stones, hemoglobin low and adenomyosis. Family history included hypertension (mother.), diabetes (mother), hernia, breast cancer and heart disorder (father.). Concomitant products included alprazolam from (B)(6) 2015 to (B)(6) 2018, ethinylestradiol;norethisterone (ortho-novum 7/7/7) since 2000 to (B)(6) 2012 and tramadol from (B)(6) 2012 to (B)(6) 2017. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding),"), anaemia ("blood or heart disorder/condition: anemia"), fatigue ("fatigue"), anxiety ("psychological or psychiatric problems: anxiety,mental anguish / psych injury") and depression ("psychological or psychiatric problems: depression / psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with alprazolam (xanax), escitalopram oxalate (lexapro), iron, nsaids, paracetamol (acetaminophen), paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, anaemia, fatigue, anxiety, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right cornua had 3 visible coils and left had 3 visible coils. Patient had received treatment for menorrhagia (heavy menstrual bleeding), anemia, genital bleeding. Had hsg and left tube is patent despite proper location of essure coils. Findings: 10-week size uterus (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Unilateral occlusion (right tube occluded) the left fallopian tube is patent. Pathology test - on (B)(6) 2017: pathology diagnosis: uterus and bilateral fallopian tubes: cervix: no diagnostic abnormality. Endometrium: proliferative-phase endometrium. Myometrium: adenomyosis. Fallopian tubes: no diagnostic abnormality. Gross: myometrium, adenomyosis: not suspected. Right fallopian tube: adhesions present, previous interruption not present. Left fallopian tube: adhesions present, previous interruption present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: anemia, menorrhagia, fatigue, anxiety disorder, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Case become incident. Lot number newly added. Event physical pain updated to pelvic pain .events: gen. Abnorm. Bleed, abnormal bleeding vaginal, menorrhagia/ menorrhagia (heavy menstrual bleeding), blood or heart disorder/condition: anemia, fatigue, psychological or psychiatric problems: anxiety / mental anguish, psychological or psychiatric problems: depression., abdominal pain were added. Reporter information updated. Patient demographic information updated. Essure stop date updated. Other relevant history and lab data updated. Reporter information updated. Patient demographic information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.